Event description:
Pt initially implanted on (B)(6) 2011. Clinical diagnosis was sub-tuberosity fracture of upper quarter or right tibia, closed type without vascular nervous lesion and fracture of fibula head. During implant it was noted the anterior leg muscle was completely detached form the tibia edge. After short arthrotomy with evacuation of hematoma intra-articularly, the plate and 6 screws were placed and x-ray taken. Pt was returned to the operating room on (B)(6) 2011 with a diagnosis of pseudoarthrosis of the upper third of right tibia and broken hardware. The broken plate was removed and pt was revised with graft at the pseudoarthrosis level and implantation of a 5 hole plate and screws. X-rays taken indicate everything was ok.

Manufacturer narrative:
The measurable dimensions of the plate were checked and found to be in compliance with the technical drawings. The examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications. The fracture face is homogenous which indicates material conformity.